Event description:
Baxter (B)(4) received a report that an infusor leaked near the distal end luer lock during patient use. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A non-baxter product (a connector) was also received attached to the infusor's luer. Visual examination of the unit noted a crack directly on the connector. A functional leak test detected a leak at the crack on the connector. No leaks were noted on the infusor. Therefore, the leak condition was confirmed and the root cause was determined to be a crack on the non-baxter product (a connector). No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.